Event description:
It was reported that the programmer rf head connector appeared to be broken. No patient involvement or complications were reported.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer rf head and ECG connectors were found to be loose. A system error was also noted to have occurred once in the past. The cooling fan was noisy, and the left keyboard hinge was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer rf head and ECG connectors were found to be loose. A system error was also noted to have occurred once in the past. The cooling fan was noisy, and the left keyboard hinge was broken.